Event description:
It was reported, the patient had pain as well as swelling and redness at his implantable neurostimulator (ins) site for the last 8 months. It was also reported, the pain radiates to the patient's upper back and the patient had muscle spasms. The patient visited a pain doctor in (B)(6) 2011 and was prescribed pain medications however, he still had pain. It was reported, the patient was going to the bathroom once per hour. The patient was in so much pain he could hardly walk. There were no known accidents or incidents related to the event. It was also noted "it was bulging and tender in the area above the patient's l4-l5 disc area." Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.

Manufacturer narrative:
Product ID, 3778-60 lot# serial# (B)(4), implanted: 2008 (B)(6), explanted: product type lead product ID, 3778-60 lot# serial# (B)(4), implanted: 2008 (B)(6), explanted: product type lead product ID, 37752 lot# serial# (B)(4), implanted: explanted: product type recharger product ID, 37743 lot# serial# (B)(4), implanted: explanted: product type programmer, patient product ID, 37743 lot# serial# (B)(4), implanted: explanted: product type programmer, patient, (B)(4).

Event description:
Additional information received reiterated the patient experienced pain at the implantable neurostimulator (ins) site. It was also reported approximately 6 weeks prior to this report the patient complained of increased bowel movements. The patient was referred to a gastroenterologist for evaluation. The patient received stimulation with reprogramming. There was no documentation of any impedance issues or problems with the device.